Event description:
Upon initiating blood administration, bedside rn noticed blood product leaking down from the alaris channel. After closer inspection, the rn located a leakage point above the blood filter.